Event description:
Subsequent to the initially filed reports, the following information was received: resistance with the distal end of the pilot guide wire occurs after 1-2 device exchanges. The devices used are across a range of brands and included guiding catheters. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part/lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event estimated as (B)(6) 2020. The additional device is filed under a separate medwatch report number. The UDI is unknown because the part and lot number were not provided the customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional universal bmw ii device is filed under a separate medwatch report number.

Event description:
It was reported as a general comment that unviversal bmw's ii and pilot guide wires have navigation difficulties and get stuck in the vessel. Non-abbott devices are used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis,however; product performance engineering reviewed the incident information. A review of the electronic lot history record and and similar incident query for this product were not performed since the part/lot numbers were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove. Based on the reported information, it is possible that during advancement the guidewire encountered resistance with the anatomy causing the guide wire to become stuck in the vessel resulting in the difficulty to advance and remove; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na